Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem clinical support to follow-up with the customer on the reported issue, but no response was received.